Event description:
There was a complaint of a questionable elecsys troponin t hs result for 1 patient tested with a cobas e801 module. The questionable result was reported outside the laboratory. The patient¿s initial result was 125 pg/ml; the first repeat on (B)(6) 2021 was 14.3 pg/ml, the second repeat on (B)(6) 2021 was 13.6 pg/ml. The patient had a second sample drawn and tested at the hospital. The result was 19 pg/ml. The elecsys troponin t hs used was lot 53095101 and had an expiration date of 31-jul-2022.

Manufacturer narrative:
A reagent issue can be excluded as calibration and qc were acceptable. An investigation into the alarm trace found 3 alarms on the day of the event and 26 alarms within the month of december related to sample quality. This is consistent with preanalytical issues. The investigation discovered red inclusions in the gel and white spots in the serum of the sample. These are indications of poor sample quality. The investigation did not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
The images from the sample foam detection camera depict dust on the instrument surface. Dust is consistent with sample contamination and the analyzer should be cleaned regularly per the operator's maintenance list.